Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's son reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer was treated with epi pens. The high-pressure test was performed. Customer went to doctor for high blood glucose level. Customer did not allege insulin pump was under delivering. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump will not be returned for analysis.